Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus analyzer. On (B)(6) 2022 and prior to patient testing, the customer reported there was a "clot" alarm and had issues with ise calibration and qc results. The customer reportedly exchanged the na and k electrodes and performed ise maintenance. It was reported that the customer still had ise issues as well as a probe error. The customer switched two probes that were already on the analyzer and reported no issues at the time. The patient's initial na result was 141 mmol/l. This result was reported outside the laboratory. On (B)(6) 2022, the ise qc results were "off during the morning," and the customer replaced the system's probes. After probe replacement, the customer stated that the calibration and qc results were all within range. The patient's initial na result was questioned by their physician. The patient had a new sample collected and the patient's na result was 121 mmol/l. The patient's physician determined the na result of 121 mmol/l was correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation determined the customer was performing measurements on (B)(6) 2022 with a clotted sample probe. The investigation determined the service actions of replacing the probes on 25-mar-2022 resolved the issue. No further issues were reported by the customer.